Event description:
On (B)(6) 2015, we have informed about an incident with ECG electrodes. An unk (B)(6) made diagnostic electrode model were used. Also no lot number was provided. The complainant reported "after wearing the ECG half day I have experienced very strong allergic symptoms, as redness and swelling on my throat. It was not the first time I have had allegorical symptoms. Now I am trying to find out, where it may came from this time. Therefore I would very much appreciate if you could provide me with the product ingredients you have in the gel, when using ECG machine". No further info has been provided despite of repeated requests.

Manufacturer narrative:
As no lot number was provided, no tests could be performed on retained samples. We will try to obtain additional info and will provide a follow up report.